Event description:
It was reported that the healthcare provider missed the pump elective replacement indicator (eri) / end of service (eos) date, and the patient had a return of symptoms. The reporter stated upon increasing the patients' dose, when interrogating the pump, an error occurred with the message "terminal event occurred." Upon further troubleshooting with the pump, it was found that when the patient was last programmed 4 months prior to (B)(6) 2012, the elective replacement indicator date was less than 1 month away. The pump's implant date was (B)(6) 2005. Reporter stated it was unclear if the pump was alarming. The patient was experiencing a "return of symptoms" as a result. The symptoms included increased spasticity. The medication in the pump was baclofen (compounded). The patient outcome and pump status were not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported by the managing physician that the patient's pump "had normal depletion". According to the manufacturer device registry the pump was replaced on (B)(6), 2012 but was not confirmed by provided information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).